Event description:
During an implant attempt of the subject device, the lead fixation function was reportedly abnormal, since the helix would not extend with two different stylets. Another lead was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.